Manufacturer narrative:
Corrected from "no: device was disposed of by the hospital." To no: lost in transit.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician was unable to advance two ruby coils through the touhy. The touhy was flushed and the procedure continued using additional coils.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00108. Device was disposed of by the hospital.